Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the exhaled tidal volume (vte) on avea ventilator are out of specification, and the set tidal volume (vt) was at 500 milliliters (ml) but the reading was between 860 ml to 1200 ml. Carefusion instructed the customer to check the volume delivered (vdel) reading in which the volume was within specification. Carefusion instructed the customer to perform a calibration of the exhalation flow transducer. Upon investigation, the customer reported patient involvement but no allegation of patient injury/harm.